Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. Another capsule was used to complete the procedure. A repeat procedure was not necessary.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and bravo device arriving in bio lab. Bravo device (capsule and delivery) was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.